Manufacturer narrative:
Manufactures investigation conclusion: the reported event of atypical power cable disconnect alarm was confirmed via the log file review. The log file spanned approximately 7 days (07jun2021 to 14jun2021 per the timestamp). Atypical power cable disconnect alarm intermittently activated on 11jun2021 at 04:42 and 13jun2021 at 14:28 due to invalid rsoc fault on the black power cable not associated with a power source exchange. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The hm3 system controller, serial (B)(6), was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on (B)(6) 2017. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 3-¿powering the system¿ and heartmate ii patient handbook section 3-¿powering the system¿ explain how to clean and maintain proper function of the battery. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect and low voltage advisory. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s log file was submitted due to having random beeping alarms on both wall and battery power. No alarms on the patient¿s controller history. The patient¿s controller was exchanged. Log file submitted revealed a few clusters of pulsatility index (pi) events as well as power source changes. There were some battery rsoc (relative state of charge data) events causing intermittent power cable disconnect alarms while on battery power, which may have been causing the reported beeping. Additional information requested but not provided.